Event description:
The customer reported that display including the mounting arm fell from the mounting clamp onto a pt. The pt suffered a 2cm cut to the forehead. The pt's physician stated that the injury did not result in permanent impairment or damage.